Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: ptosis.

Event description:
Brazil. Literature - in the literature publication ¿augmentation mastopexy using a submuscular inferior pectoralis muscle sling: an outcome analysis of breast animation deformity and reoperation rates¿, 3 patients experienced ptosis that required reoperation after a breast augmentation process using smoothsilk implants (ergonomix2). No additional information is available.